Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The pod was not worn during the time of the reported event as the patient was not able to use their pod controller. The controller stopped working; the screen was all black and was not getting turned on. The patient was on backup insulin but they still experienced elevated blood glucose levels. The patient was also experiencing skin infection but mentioned that it was not because of the pod. The patient was treated with insulin. The patient was discharged on (B)(6) 2026.